Event description:
The customer alleged back to back results of 312 and 149 mg/dl on his meter. No adverse event, treatment or action taken. Controls were not run. Return requested and replacement was sent.